Manufacturer narrative:
Qc prior to and after the event was within lab established ranges. The customer stated that recovery drifts down and that qc is acceptable after recalibration. The customer replaced the electrode, but that did not resolve the issue. A field service engineer (fse) was dispatched and performed service to the ise system. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The results were reported out of the lab and questioned by the medical staff. The samples were retested on a different instrument and reports amended. Treatment was not initiated or withheld based upon the low results reported.